Event description:
Pt reported that after 1st euflexxa injection, she had pain and swelling at site of injection / right knee, which lasted a few days and made it difficult to walk. After 2nd injection pt stated the pain was worse and was even more difficult to walk. This pain lasted a few days. Pt is scheduled for 3rd and last injection today. She will discuss pain and swelling with md indication: unilateral primary osteoarthritis, right knee. Reported to (B)(6) by pt/caregiver.